Event description:
It was reported that during central processing, an employee injured their thumb. During decontamination cleaning in the sterile processing department (spd), the employee was gloved and cleaning an unspecified monopolar curved scissor (mcs) instrument. During the cleaning process, the mcs tips were unable to be opened, and the employee then used a disposable knife to pry the scissor tips open. The knife cut the employee's thumb, requiring a visit to occupational health. It is unknown what interventions were required to address the employee's injury. The employee is currently back to work. Further cleaning techniques were discussed.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.